Event description:
A physician reported that during an intraocular lens (iol) implant procedure, some hard dried material at the posterior surface of the intraocular lens. The foreign material was aspirated away but leaving minimal residue on the intraocular lens. No more information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo was provided of a single-piece toric monofocal lens in the eye. A small piece of material can be observed, which appears to be under the posterior surface of the lens. No determination can be made as to the nature or origin of the material from the photo. A qualified cartridge was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. No determination can be made as to the nature or origin of the material from the provided photo. Per the IFU (instructions for use): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).